Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence and urethral atrophy. A surgical procedure was performed to remove the aus and replace it with a new one with a smaller cuff. The physician suspects a possible loss of pressure in the balloon due to time. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).